Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: mainboard defective. Correction: replaced mainboard.

Event description:
The following was reported to hamilton medical ag: summary: in attempt to start up the ventilator, the unit turned black. Starting up not possible anymore.